Manufacturer narrative:
Qn# (B)(4). Other remarks: biomed checked the iabp out and ran it for a couple of days without issue.

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped pumping while on patient. The staff stated that they cycled power and resumed pumping. As a result, the iabp was switched out, it is unknown what alarm, if any, was issued. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "pump stopped pumping" is not able to be confirmed. The hospital biomed checked the pump and could not reproduce the issue. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: biomed checked the iabp out and ran it for a couple of days without issue.

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped pumping while on patient. The staff stated that they cycled power and resumed pumping. As a result, the iabp was switched out, it is unknown what alarm, if any, was issued. There was no report of patient complications, serious injury or death.